Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 ventricular functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, one of the grippers would not lower. Troubleshooting was performed but was unsuccessful. All steps were performed as per IFU. It was replaced with new device and continued the procedure and mitraclip was implanted successfully on anterior and posterior leaflet 2 (a2/p2). The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 ventricular functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, one of the grippers would not lower. Troubleshooting was performed but was unsuccessful. All steps were performed as per IFU. It was replaced with new device and continued the procedure and mitraclip was implanted successfully on anterior and posterior leaflet 2 (a2/p2). The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.